Event description:
It was reported that a patient who had previously undergone cataract surgery and endothelial corneal transplantation was found to have an opacified intraocular lens (iol) between two and three years after their procedure. The issue was identified during post-operative examination. The duration of symptoms and additional patient details are unknown. The iol remains implanted. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - serial #: unknown/ not provided. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: n/a - lens remains implanted. Section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as serial number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.